Event description:
Sales rep reported the tip of the needles broke while inside the pt. The surgeon believes the three tips were removed by flushing, but was not certain as there were no x-rays taken. Sales rep concluded that the surgeon was trapping the needle while closing the jaw, thereby breaking the tip. Surgeon has not had a problem since being shown the devices proper use.

Manufacturer narrative:
Device is not being returned for evaluation. Conclusion: improper use. S&n mansfield quality indicates the complaint is being entered with an initiation date of 08/07/08. Complaint was entered as an okc quality responsibility. It is a manual operation to scan okc's returns for potential mansfield complaints and this was inadvertently missed.